Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the device monopolar 1 was always stays on and unable to plug anything into monopolar jack. The monopolar 1 input jack was damaged. When pulling the attachment out, monopolar 1 still stays active. There was no patient involvement.